Manufacturer narrative:
The device was not returned and could not be investigated. Vacuum sleeve failure is a known potential malfunction with some cryoablation needles. The risk to the patient is the potential for a skin burn due to frost on the needle shaft. Galil medical's labeling includes precautions instructing users to protect the skin with warm saline, when appropriate. The case was completed with no patient injury. If additional information becomes available a followup report will be filed. MDR for the second needle was submitted under MFR # 9616793-2017-00109.

Event description:
Prior to a cryoablation procedure, two iceforce 2.1 cx 90°needles and system tested fine with no issues to report. At the start into the first freeze cycle the doctor noticed the shafts of both of the needles started to collect frost. The patient's skin was covered with saline to prevent any injury. The procedure was completed as expected with no injury to the patient. The user is experienced and reported that the size of the iceball was good.